Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) alleged that the readings appearing in the memory of the contour next meter were different from those obtained during testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The meter switched on as expected. The customer service mode was run and no anomalies were found. To verify the meter functionality, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. Additionally, the simulated blood tests were run using the returned meter, in-house contour next test strips and in-house breeze2 control solution, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.